Event description:
The surgeon was performing a 4.0 40mm screw insertion the partially threaded screw broke in the patient. (B)(6) reported the broken screw remained in the patient. Replacement screw was inserted. No delay to procedure. No patient consequence reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.